Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient came to doctor's office complaining of pain and instability. Scheduled for surgery next day.

Manufacturer narrative:
An event regarding fracture of the insert involving duracon cr femoral component was reported. Based on the information provided there is no indication or allegation that device reported in this investigation contributed to the event. The patient was revised for instability whereby the reported insert was found to be fractured and the baseplate was found to be loose. Visual inspection of the photograph provided indicates some scratches on the superior bearing surfaces of the femoral component which is consistent with a device within clinical use. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient came to doctor's office complaining of pain and instability. Scheduled for surgery next day.